Event description:
A relative called emrgency medical technicians (emt's) because customer could not be awakened. It was reported emt meter red 55mg/dl however no value prior to the alleged incident was provided. Reporter indicated being treated with an IV. Reporter stated being taken to the hospital the next day and admitted due the alleged incident occurring again. A request was made for the return of the suspect device and replacement product was sent.